Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? There was a definite hissing noise. It was quite obvious and audible that there was air leaking from the port. It sounded like air coming out of a tyre. If so, did the noise prevent insufflation? Please describe the noise. See above answer. No further insufflation was necessary as the surgeon's assistant kept his finger over the top of the port to keep the gas from leaking out. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Was any torque being applied to the trocar or device - there was no torque being. Applied to the trocar or the device prior to initial leaking of gas. The analysis results found that one device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure. Any stage that there was no instrument inserted into the port the device leaked gas. When there was an instrument inserted, there was no leaking but once it removed the gas started escaping. So much so that the other surgeon assisting had to keep his finger over the funnel lead-in to keep the gas from escaping. The port in question seemed to work fine initially but after he withdrew and inserted a grasper a couple of times it started leaking. It definitely came from the top of the port (where the instrument was inserted) as once someone put their finger over it stopped. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.